Event description:
Boston scientific received information from a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that may indicate a product performance issue with this implantable lead. This lead is no longer in service and was replaced. No adverse patient effects were reported. Additional information was obtained indicating that the field representative had no information regarding this issue.

Manufacturer narrative:
There was no indication that this lead will be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Journal citation: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.